Event description:
It was reported that the infuser alarmed ?no reservoir" for approximately 20 minutes. Troubleshooting was performed and the infuser continued to alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4: complete UDI (B)(4). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all inquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).